Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc). An x-ray was peformed, which revealed this rv lead dislodged. The decision was made to reposition the rv lead. All measurements were normal and within range. There were no adverse patient effects reported.

Manufacturer narrative:
This rv lead remains in service. At this time there is no additional information. Should additional information become available this report will be updated.